Event description:
Additional information was received stating that, the lens remains implanted in the patient's eye and there is no issues related to vision or other conditions.

Manufacturer narrative:
The lens remains implanted. Two photos were provided of the eye. Photo #1 was a magnified photo of the pupil area. Three light reflections are observed to the right of: the image. Two are amber and one is white. A small white spot with irregular edges is observed to the left of these reflections. Photo #2 was a less magnified view of the eye. The small, irregular spot observed at the center of the image has been indicated as the area of interest by a red circle. The shape of the area may indicate lens damage. Damage to the company material can appear white under certain lighting conditions. No determination can be made without physical evaluation of the lens. A qualified cartridge was indicated with a non-qualified viscoelastic. It is unknown if a qualified handpiece was used. A root cause could not be determined for the "white spot". The lens remains implanted. A white spot was observed in the provided photos. The small, irregular spot observed at the center of the image has been indicated as the area of interest by a red circle. The shape of the area may indicate lens damage. Damage to the company material can appear white under certain lighting conditions. No determination can be made without physical evaluation of the lens. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Information was provided that the patient has not reported any issues. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the physician noticed white substance inside the lens. The physician attempted to remove he substance with irrigation and aspiration (I&a) but was unsuccessful. After the surgery, the physician examined the lens with the slit lamp and confirmed that the substance was not on the surface of the lens but was inside the lens. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).